Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system froze and displayed a blue screen. The staff tried to re-start the system, but the system could not be restarted. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not confirmed. The company representative tried to install operating system when the equipment computer indicated possible damage to the hard drive. The host was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 21, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed host. However, without a sample, component level root cause cannot be determined at this time. (B)(4).